Event description:
A malfunction was reported by the customer, indicating a problem with the pump. There was no adverse impact to the customer¿s blood glucose level, as no specific bg value was provided. The customer is returning the malfunctioning pump, and a replacement pump has been issued. Further details regarding the outcome of the event have not been provided.